Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited decreased bi-ventricular pacing percentage. The patient has known condition, atrial fibrillation (af) and in the past rv/lv pacing percentage have been 97%, but during most recent check, the percentage has decreased to 72%. Technical services (ts) was consulted and discussed programming optimization and device features. The health care professional (hcp) mentioned they will consider replacing the device. At this time, the crt-p remains in-service. No adverse patient effects were reported. Additional information was received that this crt-p has entered safety mode. Ts was consulted and recommended device replacement. At this time, the crt-p remains in-service. No adverse patient effects were reported. Additional information was received that this crt-p has been explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited decreased bi-ventricular pacing percentage. The patient has known condition, atrial fibrillation (af) and in the past rv/lv pacing percentage have been 97%, but during most recent check, the percentage has decreased to 72%. Technical services (ts) was consulted and discussed programming optimization and device features. The health care professional (hcp) mentioned they will consider replacing the device. At this time, the crt-p remains in-service. No adverse patient effects were reported. Additional information was received that this crt-p has entered safety mode. Ts was consulted and recommended device replacement. At this time, the crt-p remains in-service. No adverse patient effects were reported. Additional information was received that this crt-p has been explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited decreased bi-ventricular pacing percentage. The patient has known condition, atrial fibrillation (af) and in the past right ventricular (rv)/ left ventricular (lv) lead pacing percentage have been 97%, but during most recent check, the percentage has decreased to 72%. Technical services (ts) was consulted and discussed programming optimization and device features. The health care professional (hcp) mentioned they will consider replacing the device. Additional information was received that this crt-p has entered safety mode. Ts was consulted and recommended device replacement. At this time, the crt-p remains in-service. No adverse patient effects were reported.